Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, inadequate anti-tachycardia pacing, helix mechanism issue, undersensing, and low pacing lead impedance. The reported event of helix mechanism issue was confirmed but the reported events of loss of capture, under sensing and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece with the helix extended, was found bent consistent with procedural damage and clogged with blood and tissue. The helix mechanism test was not performed due to the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being bent consistent with procedural damage and was clogged with blood and tissue.

Event description:
It was reported that the patient was hospitalized following an episode of ventricular fibrillation (vf) that was treated with appropriate high voltage therapy by the device. Inadequate anti-tachycardia pacing (atp) was observed. Loss of capture, high pacing impedance, and undersensing due to decreased sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged into the right atrium, which was suspected to be the cause of the inadequate atp. During lead revision, the helix of the rv lead could not be retracted. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.